Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur include, but are not limited to, vessel occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6)2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Both distal devices were planned to land on the common iliac arteries. Per intraoperative measurement, a rlt261416j (rlt) was chosen to be placed on the left side. After deploying the proximal trunk of the rlt device and cannulating the contra gate, a contralateral leg endoprosthesis was successfully implanted with its distal end landing on the right common iliac artery. Subsequently, the ipsilateral leg of the rlt device was deployed. It was reported that the distal end of the rlt device was pushed up about 4cm during the deployment. The final angiography confirmed the distal end of the rlt device unintentionally covered the left internal iliac artery. The collateral flow was confirmed; therefore, no treatment was provided for the vessel occlusion. The angiography also confirmed a type ii endoleak, which was also left untreated. The patient tolerated the procedure and is being monitored. The reporting physician commented that he firmly pushed up the rlt device, but it could have just concertinaed the left common iliac artery and did not move the distal end of the device enough as intended.